Event description:
It was reported that no audio output occurred. The patient stated his estimated glucose values exceeded either the user low alert threshold or the user high alert threshold sometime between 3:00 am and 6:00 am on (B)(6) 2023 and there was no audio output. Consequently, the patient had to be hospitalized. The patient stated that the always sound feature was enabled at the time of the incident and that the issue was resolved at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).